Event description:
Patient underwent a distal pancreatectomy with placement of two 5 inch on-q infusing catheters for local anesthesia on either side of the wound. The wound was closed and dressed appropriately and the on-q catheters were connected to the passively infusing bulb containing 0.5% bupivicaine. A few days later, the nurse was removing the catheters as the bulb was empty. One of the catheters was not removed entirely. There was a bit of a catch and when the catheter was removed, it was obvious that there was a portion retained. The physician discussed this with the product representative who stated that the catheter is deemed safe for long-term indwelling use of an indefinite period, however, the physician and patient opted for removal of the foreign body. During this procedure, the anterior fascia was displaced over a 2 cm area, and this exposed the foreign body which was found in the musculature and it was removed. The on-q catheter segment measured 11.5 cm and it was sent to pathology for gross identification.